Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 75%. The device was recalibrated to correct the issue.